Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The lesion was located in the tortuous and severely calcified mid right coronary artery. On the first inflation, a 3.5x15mm quantum maverick monorail balloon catheter was inflated to 18 atmospheres and ruptured. The balloon was removed intact. After the balloon ruptured, an unk 20mm balloon was used to predilate the lesion and a taxus express2 stent was deployed and post dilated. The procedure was completed with another of the same device. The pt status is listed as "no problem" with no complications reported.